Event description:
It was reported the bd connecta plus3 red leakage (B)(6) 2024. The patient needs to use a three-way pump to infuse nicotinamide for treatment due to chronic obstructive pulmonary disease and lower respiratory tract infection. During use, she found that one of the joints of the tee pipe was broken and leaking, so she immediately replaced it with a new one. Tee continued treatment. Resulting in delayed treatment and wasted medication.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394605 and lot number 3038772. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.